Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump which was alleged to have shut down while in use. It was stated in the email that the two infusion pumps shut down or was unable to infuse while infusing norepinephrine on a critical patient. Additionally, patient was transported from the emergency room to CT when the incidence occurred. One pump shut down, changed to second pump and it too had shut down. The event occurred during patient infusion. There was patient involvement but no known patient injury or medical intervention associated with this event. No additional information is available.